Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07203, 2017865-2020-07204. It was reported that the patient experienced an infection and presented in the hospital for a system extraction. Upon opening of the pocket, the physician mentioned observing an infectious material coming from the pocket. The pacemaker system was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.